Event description:
Complainant alleged that the medics were treating a 78 year old male pt in cardiac arrest. The pt was presenting a ventricular fibrillation heart rhythm. With the device in semi-automatic mode, the medics attempted to administer a 200 joule shock to the pt. Although the device charged to 200 joules, it did not discharge. Upon their second attempt to discharge the device, medics were able to successfully deliver a 200 joule shock. The pt was then transported to the hospital.